Manufacturer narrative:
This report is submitted on april 06, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to incorrect placement. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 8, 2023.